Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-aug-2025, user¿s mother reported multiple ilet alerts beginning in the morning, including insulin occlusion, restart code (38), and an ¿unable to proceed¿ alert. User was using a teflon infusion set and connector. Agent guided user¿s mother through restarting the ilet, performing a dry run, and completing a full supply change. Insulin delivery was successfully resumed. Blood glucose (bg) levels were not affected.